Manufacturer narrative:
Device evaluation: 1 x chbso-7-15 of unknown lot number was returned to cirl used without its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 16th august 2019. The stent was observed blackened on both ends from being inside the patient and there were forceps marks along the body of it from removal. Documents review including IFU review: prior to distribution chbso-7-15 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for chbso-7-15 could not be complete as the lot number is unknown. It may be noted that according to instructions for use, ifu0045-6, "potential complications associated with ercp include, but are not limited to: pancreatitis, cholangitis, perforation, haemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration". Root cause review: a definitive root cause could not be determined from the available information. However, as per the instructions for use, perforation and migration are known complications. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did experience adverse effects due to this occurrence. Perforation in 2nd part of duodenum due to the migrated stent. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As initially reported to customer relations: a 77 year old female patient underwent an upper endoscopy for a gi bleed on (B)(6) 2019 in which a cotton-huibregtse biliary stent, g22217, was placed in the duodenum. On (B)(6) 2019 the patient presented with bleeding as the stent had perforated second portion of the duodenum. Upon performing an upper endoscopy, the physician discovered the that stent had migrated distally out of the papilla from previous ercp on (B)(6) 2019 and caused a perforation in the 2nd portion of the duodenum. The stent was removed from patient using alligator forceps and perforation was closed using 4 instinct hemoclips. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 as surgical intervention was required to stop bleeding caused by migrated stent. Event is also repotable based on the device malfunction reporting precedence for this device family for the issue of ¿stent migration'. No adverse effects to the patient have been reported as occurring.

Event description:
As initially reported to customer relations: a 77 year old female patient underwent an upper endoscopy for a gi bleed on (B)(6) 2019 in which a cotton-huibregtse biliary stent, g22217, was placed in the duodenum. On 13may2019 the patient presented with bleeding as the stent had perforated second portion of the duodenum. Upon performing an upper endoscopy, the physician discovered the that stent had migrated distally out of the papilla from previous ercp on 5/1/2019 and caused a perforation in the 2nd portion of the duodenum. The stent was removed from patient using alligator forceps and perforation was closed using 4 instinct hemoclips. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 as surgical intervention was required to stop bleeding caused by migrated stent. Event is also repotable based on the device malfunction reporting precedence for this device family for the issue of ¿stent migration'. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Importer site establishment registration number: (B)(4). Device evaluation: the initial report indicated that the device was being returned for evaluation to cirl, the device has not yet been received at cirl, therefore a document based review will be complete. If the device returns to cirl following investigation completion, then the file will be updated accordingly. Documents review including IFU review: prior to distribution chbso-7-15 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for chbso-7-15 could not be complete as the lot number is unknown. It may be noted that according to instructions for use, ifu0045-6, "potential complications associated with ercp include, but are not limited to: pancreatitis, cholangitis, perforation, haemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration". Root cause review: a definitive root cause could not be determined from the available information. However, as per the instructions for use, perforation and migration are known complications. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did experience adverse effects due to this occurrence. Perforation in 2nd part of duodenum due to the migrated stent. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As initially reported to customer relations: a 77 year old female patient underwent an upper endoscopy for a gi bleed on (B)(6) 2019 in which a cotton-huibregtse biliary stent, g22217, was placed in the duodenum. On (B)(6) 2019 the patient presented with bleeding as the stent had perforated second portion of the duodenum. Upon performing an upper endoscopy, the physician discovered the that stent had migrated distally out of the papilla from previous ercp on (B)(6) 2019 and caused a perforation in the 2nd portion of the duodenum. The stent was removed from patient using alligator forceps and perforation was closed using 4 instinct hemoclips. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 as surgical intervention was required to stop bleeding caused by migrated stent. Event is also reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent migration'. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations: a (B)(6) female patient underwent an upper endoscopy for a gi bleed on (B)(6) 2019 in which a cotton-huibregtse biliary stent, g22217, was placed in the duodenum. On (B)(6) 2019 the patient presented with bleeding as the stent had perforated second portion of the duodenum. Upon performing an upper endoscopy, the physician discovered the that stent had migrated distally out of the papilla from previous ercp on (B)(6) 2019 and caused a perforation in the 2nd portion of the duodenum. The stent was removed from patient using alligator forceps and perforation was closed using 4 instinct hemoclips. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 as surgical intervention was required to stop bleeding caused by migrated stent. Event is also reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent migration'. No adverse effects to the patient have been reported as occurring.